Event description:
The customer was hospitalized for dka. Prior to the event, the customer stated that an alarm occurred. The cause of the event was not determined by the md. It was confirmed that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test.